Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). In this case, the procedure was off-label as the sapien was deployed in a pre-existing surgical valve, rather than in a native aortic valve. There are no instructions in the IFU regarding use of the valve in this manner. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets in a tavr procedure, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (â¿¥ 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. Cine images were submitted for review by the edwards medical director, no echo was provided. Observations: ¿ pre deployment aortogram demonstrates mild ar. ¿ next image shows sapien valve deployed within the existing surgical valve. ¿ CPR initiated. ¿ valve positioning and deployment images were not available for review. ¿ post deployment aortogram demonstrates timi 3 flow in both the lca and rca, after the heart is reanimated. No significant ar. ¿ on a later view, slightly lao, the rca can no longer be visualized. Impressions: only selected cine views were available for review. As the sapien deployment was not available for review, the hypothesis that the sapien further expanded the surgical valve frame can neither be confirmed nor rejected. However, the obstruction of the rca did not coincide with valve deployment, but appeared to occur significantly later. This suggests that the mechanism of rca obstruction may not be related directly to sapien expansion, however, possibly related to other factors; e.g. Embolic debris, gaseous debris, or coronary vasospasm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported per the edwards field clinical specialist (fcs), during transfemoral deployment of a sapien valve in a pre-existing surgical , the sapien valve pushed the frame of the surgical valve outwards,so that flow was reduced to coronaries initially, balloon aortic valvuloplasty (bav) was performed with edwards 20x4 bav. The valve was placed 50:50 in the pre-existing . The patient experienced low bp (40-50) after rapid pacing was stopped, so CPR was started. The patient¿s pressure remained 100-110 during approximately 3 minutes of CPR. During deployment, the valve pushed the frame of perimount valve outwards so that flow was reduced to coronaries. The first angio revealed both coronaries, but low bp led to the rca shutting down. The patient was converted to open surgery to add a saphenous vein graft (svg) to the left anterior descending (lad) coronary artery and the right coronary artery (rca). The svg to lad was precautionary as they were concerned that the lad might go down also. The sapien valve was working fine during the whole procedure. Patient was stable and transferred to ICU.